Event description:
It was reported to boston scientific via an article published in the french journal of urology that a systematic review was conducted to update the french recommendations published in 2021, as well as the 2024 european association of urology guidelines, on the surgical and interventional management of bladder outlet obstruction related to benign prostatic hyperplasia. The review of the literature was performed through pubmed from 2023-2025, complementing the data already included in previous guidelines. This process was based on a predefined bibliographic strategy, followed by a critical analyze of the publications with assignment of levels of evidence, formulation of conclusions, and development of recommendations addressing specific clinical questions. For prostate photo vaporization procedures (pvp) performed with greenlight laser systems, some patients experienced adverse events such as urinary incontinence, stress incontinence, urinary urgency, clot retention and sexual dysfunction. Some patients required retreatment and blood transfusion. Greenlight pvp is an alternative to turp for surgical treatment of patients with moderate-to-severe lower urinary tract symptoms and prostate volumes between 30 and 80 cm3. Greenlight pvp should be offered for patients at increased risk of bleeding. Bipolar vaporization is an alternative to turp for surgical treatment of patients with moderate-to-severe lower urinary tract symptoms and prostate volumes between 30 and 80 cm3.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Klein, c., anract, j., pinar, u., chevrot, a., della negra, e., fassi-fehri, h., gas, j., rouscoff, y., wilisch, j., sarazin, c., doizi, s., & lebdai, s. (2025). Surgical and interventional management of bladder outlet obstruction related to benign prostatic hyperplasia: systematic review of the literature and clinical practice guidelines from the french male luts committee (ctmh). The french journal of urology, 35(11), 102951. Https://doi.org/10.1016/j.fjurol.2025.102951.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Klein, c., anract, j., pinar, u., chevrot, a., della negra, e., fassi-fehri, h., gas, j., rouscoff, y., wilisch, j., sarazin, c., doizi, s., & lebdai, s. (2025). Surgical and interventional management of bladder outlet obstruction related to benign prostatic hyperplasia: systematic review of the literature and clinical practice guidelines from the french male luts committee (ctmh). The french journal of urology, 35(11), 102951. Https://doi.org/10.1016/j.fjurol.2025.102951.

Event description:
It was reported to boston scientific via an article published in the french journal of urology that a systematic review was conducted to update the french recommendations published in 2021, as well as the 2024 european association of urology guidelines, on the surgical and interventional management of bladder outlet obstruction related to benign prostatic hyperplasia. The review of the literature was performed through pubmed from 2023-2025, complementing the data already included in previous guidelines. This process was based on a predefined bibliographic strategy, followed by a critical analyze of the publications with assignment of levels of evidence, formulation of conclusions, and development of recommendations addressing specific clinical questions. For prostate photo vaporization procedures (pvp) performed with greenlight laser systems, some patients experienced adverse events such as urinary incontinence, stress incontinence, urinary urgency, clot retention and sexual dysfunction. Some patients required retreatment and blood transfusion. Greenlight pvp is an alternative to turp for surgical treatment of patients with moderate-to-severe lower urinary tract symptoms and prostate volumes between 30 and 80 cm3. Greenlight pvp should be offered for patients at increased risk of bleeding. Bipolar vaporization is an alternative to turp for surgical treatment of patients with moderate-to-severe lower urinary tract symptoms and prostate volumes between 30 and 80 cm3.